Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intraoperative fx of posterior wall/posterior column acetabular fx.. Event is serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2023 date of event: (B)(6) 2023. (Right hip). Treatment: open reduction internal fixation.

Event description:
Operative notes reviewed. On (B)(6) 2023, the patient had a right total hip arthroplasty. And an open reduction internal fixation of posterior wall/posterior column acetabular fracture to address osteoarthritis and acetabular fracture. During the surgery, the surgeon observed, that the patient had a very sclerotic bone, and a posterior wall/posterior column fracture, minimally displaced, was noted, after insertion of the acetabular cup. Depuy summit stem, along with the depuy emphasys cup with 2 dome screws, depuy liner, and head were placed, during this procedure. There were two dome screws placed and a 6-hole pelvic reconstruction plate with 4 small fragment screws were also placed, during this procedure.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.